Event description:
The facility representative reported "failed downstream occlusion" during technician testing. The hospital representative stated that there were no reports of injury or medical intervention. No additional info is available.

Manufacturer narrative:
Eval summary: the pump was evaluated by a baxter service technician. Inspection of the device found a constant downstream occlusion alarm caused by a physically damaged door assembly. The door assembly was replaced.